Event description:
It was reported that during an infusion set and cartridge supply change, the user removed the blue needle guard and the infusion set detached from the hockey puck applicator, after which the user obtained a new set and requested guidance to restart the supply change to refill the tubing; education was provided on proper removal of the needle guard and on restarting the supply process, and one replacement was arranged. No reported symptoms or clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed an infusion set deployment issue consistent, with user technique contributing. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to handling of the needle guard during set deployment.